Event description:
Meter was prompting an apply sample message when attempting to test pt's blood glucose. The pt was able to obtain two meter results of 183 and 182 mg/dl . Pt reported feeling shaky, sweating, irritable and hungry at the time of testing. Pt contacted physician for advice, pt reported taking insulin. Pt could get a reading if she "wiggles" the test strip while inserting it into the meter. Pt attempted to test while troubleshooting with the lfs customer service representative, but the issue was not resolved. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the pt.